Event description:
A customer reported a system message displayed and the unit locked before surgery. In preparation for the procedure, the patient had already received anesthesia when it was decided to cancel the case. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).